Event description:
As reported by the edwards territory manager, during a transfemoral tavr case the first sapien valve was deployed too aortic causing mild paravalvular leak. A second sapien valve was implanted in a 70:30 aortic position in order to mitigate the aortic insufficiency. Per report, during deployment of the first valve the rapid ventricular pacing ¿skipped a beat¿ which caused the valve to move aortic (100% aortic: 0% ventricular) above the annulus. The patient was reported in stable condition. Per additional information received, there was no coronary occlusion and the calcification in the native leaflets prevented the valve from embolizing. The degree of native valve/leaflet and aortic root calcification was described as severe. Coaxial alignment of the delivery system and the valve was described as good; the image intensifier angle was good; there was loss of pacing capture during valve deployment and ventilation was held. There was no ventricular septal hypertrophy. The patient¿s ejection fraction was 50 percent.

Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, procedural factors (loss of pacing capture during valve deployment) likely caused or contributed to the event. There is no indication this event was due to valve dysfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.